Event description:
It was reported that this implantable device went into safety mode. The device was changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field a1: patient identifier correction to field a2: date of birth correction to field a2: age at time of event correction to field a2: unit of measure - age correction to field a3: sex correction to field b5: describe event or problem correction to field d4: serial number correction to field d4: unique identifier correction to field e1: intial reporter title correction to field e1: initial reporter first name correction to field e1: initial reporter last name correction to field e1: initial repoter facility name correction to field e1: initial reporter address 1 correction to field e1: initial reporter city correction to field e1: initial reporter state correction to field e1: initial reporter country correction to field e1: initial reporter zip/post code correction to field e1: inital reporter phone correction to field e1: initial repoter fax correction to field e2: health professional? Correction to field g1: MFR site facility name correction to field e3: occupation correction to field g1: MFR site address 1 correction to field g1: MFR site city correction to field g1: MFR site country correction to field g2: report source.

Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
Correction to field d4: model number. Correction to field d4: catalog number. Correction to field d1: brand name. Correction to field d2a: common device name. Correction to field d2b: pro code. Correction to field db6: explant date.

Event description:
It was reported that this implantable device went into safety mode. The device was changed out. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device went into safety mode. The device was changed out. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and while communicating with the latitude remote monitoring system and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.